Event description:
During the index procedure a resolute integrity device was implanted to treat a lesion in the obtuse marginal. Acute stent thrombosis was noted 0 - 24 hours post stent implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.